Event description:
Info received indicates the bed was covered in copious amounts of anointing oil. An inspection revealed fluid ingress into the left and right intermediate siderails.

Manufacturer narrative:
The tech replaced the siderail gaskets on the left and right intermediate siderails to repair the bed.